Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer's blood glucose (bg) level was impacted (118 mg/dl - greater than 600 mg/dl). Customer reverted to manual insulin injections. Contact reported that the motor sounded strained when pumping.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.